Manufacturer narrative:
Occupation: administrator/ supervisor, manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss alarm approximately every 90 minutes. No specific clinical correlation was found, although the patient was noted to be a small man with a 50cc iab and peep of 8 cmh20 pressure. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear taper end of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. A 2nd inner lumen kink was also observed within the membrane at approximately 25.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and did not fully inflate. The returned condition of the iab indicated kinks in the catheter, which can restrict gas flow. However, we were unable to determine when these kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Describe event or problem updated. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy the console generated a gas loss alarm approximately every 90 minutes. No specific clinical correlation was found, although the patient was noted to be a small man with a 50cc iab and peep of 8 cmh20 pressure. The customer continued to autofill whenever the alarm occurred and monitored the gas line for blood leak. Therapy was discontinued after approximately eight days. There was no patient harm or adverse event reported.